Manufacturer narrative:
D3: mfg. Establishment name updated. D9: device received on 1/7/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the reported problem was confirmed in the event history log but was not duplicated. Fluid ingression was found in the device and was the probable cause of the issue. The device's downstream occlusion (dso) sensor and mainboard were replaced to fix the issue.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette detect error. There was unknown patient involvement.